Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during a stone removal procedure performed on (B)(6) 2021. During the procedure, when attempting to crush a stone, the basket wires broke and fell into the patient. Reportedly, the size of the stone was not too large. The broken fragment was retrieved and the procedure was completed with a non-bsc basket device. There were no patient complications as a result of this event. The patient's condition following procedure was reported to be stable.

Manufacturer narrative:
Block e1: the physician present for this case was: (B)(6) block h6: device code a0501 captures the reportable event of basket wire detached. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the sheath was buckled and detached close to the heat shrink. The basket was pulled out manually and found it was not broken. However, during a functional inspection the handle was actuated and found the basket did not open. No other issues noted. The reported malfunction has not been confirmed. Based on all available information, the buckled and detached sheath may be related to some technique applied by the user while trying to actuate the device and some resistance caused by anatomical factors. This action may have resulted in a tough movement between the coil assembly and the sheath, causing the buckle and detachment of the sheath. Therefore, the most probable root cause for the failures found during analysis is adverse event related to procedure. However, the basket was observed without damage and was not broken. Therefore, the root cause for the reported failure is no problem detected. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Manufacturer narrative:
The physician present for this case was: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during a stone removal procedure performed on (B)(6) 2021. During the procedure, when attempting to crush a stone, the basket wires broke and fell into the patient. Reportedly, the size of the stone was not too large. The broken fragment was retrieved and the procedure was completed with a non-bsc basket device. There were no patient complications as a result of this event. The patient's condition following procedure was reported to be stable.